Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. Both line power fuses were blown. The field service engineer (fse) ordered a power line switch and replaced switch and extra fuses from the system. The system was tested and passed all testing and put back into use. The power switch was sent back to manufacturer unused as the issue was with the fuses. No other issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative called to report that after unplugging system to move it from storage it was noticed that system does not beep to warn that it is on backup battery power. Troubleshooting: power cord not damaged. Wall outlet confirmed to be working. Image acquisition system (ias) showing fully charged when umbilical not connected. There was no patient present when this issue was identified.